Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not received at ldr medical. No visual and functionnal evaluation can be performed. It was scrapped. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause of the event is due to a patient traumatic event on post op. The root cause is due to patient traumatic event on post-op which caused a revision surgery for pain. Investigation ffound no evidence on a product issue.

Event description:
Mobi-c p&f us : revision due to pain, incorrect position and fractured mobile insert. Mobi-c was implanted in c5-6 on (B)(6) 2018. After the surgery, mid-may, the patient noted increased neck and shoulder pain and numbness both arms. Xray 6/25/18 both plates intact, but positioned offset right/left. The surgeon did a CT scan on (B)(6) 2018 and this scan demonstrated the plates secure to vertebral endplates and the poly core anterior to the vertebrae. A revision surgery was done on (B)(6) 2018: poly core fratured. Right posterior corner fragment was in the disk space. Major core was encased in scar anterior to the vertebrae. Both plates were well healed to bone. Revised to a wides implant. Of note, the patient had a panic/anxiety attack 1 1/2 hours after surgery, screaming and accusing staff of lying to her, and left the hospital against medical advice. On this basis, the surgeon believe she had some traumatic event post op which fractured the poly core, allowing it to be expelled anteriorly. No neurologic harm occured. Additional information on (B)(6) 2018 : product discarded by the hospital ; the reporter confirm lot# of involved implant: there is no more detail regarding the traumatic event, patient did not disclose with the surgeon . The surgeon believes something did happen post op due to her panic/anxiety attacks. No further impact on patient . No neurological impact . No forgein body left after the revison .

Manufacturer narrative:
Product was not returned to ldr medical. It was scrapped by the hospital. No visual and functional examination can be performed. Attempts have been made to obtain more information. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : revision due to pain, incorrect position and fractured mobile insert mobi-c was implanted in c5-6 on (B)(6) 2018. After the surgery, mid-may, the patient noted increased neck and shoulder pain and numbness both arms. Normal neuro exam. Xray (B)(6) 2018 both plates intact, but positioned offset right/left. The surgeon did a CT scan on (B)(6) 2018 and this scan demonstrated the plates secure to vertebral endplates and the poly core anterior to the vertebrae. A revision surgery was done on (B)(6) 2018: poly core fractured. Right posterior corner fragment was in the disk space. Major core was encased in scar anterior to the vertebrae. Both plates were well healed to bone. Revised to a wides implant. Of note, the patient had a panic/anxiety attack 1 1/2 hours after surgery, screaming and accusing staff of lying to her, and left the hospital against medical advice. On this basis, the surgeon believe she had some traumatic event 4-5 months post op which fractured the poly core, allowing it to be expelled anteriorly. No neurologic harm occured. Attempts have been made to obtain more information.